Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The off no power anomaly could not be verified due to the blank display. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump shut off unexpectedly after a fresh battery had been inserted three days prior. The insulin pump had not been dropped or bumped. No alarms were received at the time of the shut off. The insulin pump had alarmed for a failed battery test earlier in the week. There was no visible damage to the battery cap. The battery was changed five times with fresh unused batteries and the display did not return. The insulin pump will be replaced and returned for analysis.